Manufacturer narrative:
(B)(4). Catalog # igtcfs-65-1-jug-celect-pt. Investigation is still in progress.

Event description:
Description of event according to initial reporter: the filter tilted upon being deployed from the delivery system. A gunther tulip vena cava mreye filter retrieval set transjugular approach gtrs-200-rb, was used to retrieve the filter successfully. Another of the same device was used to complete the procedure successfully. Patient outcome: the patient did not require any additional procedures due to this occurrence. No adverse effects to the patient due to this occurrence.

Manufacturer narrative:
Exemption number e2016032. William cook (B)(4) (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturer ref# (B)(4). Name and address for importer site: (B)(4). Summary of investigational findings: investigation is based on event description only. No imaging was provided to assist the investigation and therefore it has not been possible to investigate or evaluate why the filter tilted upon being deployed from the delivery system. It is noted that the filter was successfully retrieved and another device was used to complete the procedure. Filter tilt is a known risk in relation to filter implant reported in the published scientific literature and may occur during placement or during implanting period. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook medical will continue to monitor for similar events.